Event description:
The customer obtained biased glucose results for quality control samples. Troubleshooting determined that this event is consistent with a malfunction that could have caused a falsely elevated pt glucose result to be reported. There was no report of pt harm as a result of this event.